Event description:
Right side capsular contracture.

Manufacturer narrative:
Device labeling addresses the possible outcome of capsular contracture as follows: additional surgery is needed in cases where pain and/or firmness is severe. This surgery ranges from removal of the implant itself. Capsular contracture may happen again after these additional surgeries. In addition, improper size, placement, surgical technique, or capsular contracture may result in pain associated with nerve entrapment or interference with muscle motion.